Manufacturer narrative:
One medfusion pump was received with the top and bottom cases in excellent condition and a cracked battery door. There was also visible contamination by the "l" bracket pole clamp. The event history log was reviewed and there were acu watchdog and primary audible alarm bgnd test found in the history. The power process and infusion/occlusion tests were performed. The reported issue was unable to be duplicated, but there was a counterfeit super cap in the main printed circuit (pc) board. The acu watchdog issue was customer induced as the customer must have replaced the supercap on the main pc board. The main pc board was replaced to resolve the issue. The cause of the primary audible alarm bgnd test was unable to be determined, since no damage was found on the interconnect board or speaker. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The speaker and interconnect board were replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had motherboard system failures, acu watchdog and primary audible alarm background (bgnd) test. There was no reported adverse event.